Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, the nominal outer diameter of the 18fr sheath is 6.7 mm. The reported diameter of the right external iliac artery was measured 4.8-9.6 mm.

Event description:
On (B)(6) 2019, the patient underwent an emergent endovascular repair of an abdominal aortic aneurysm rupture using a gore® excluder® aaa endoprosthesis. The device was implanted with no reported issues. After removal of a gore® dryseal flex introducer sheath (dsf1833/18697631), the retrograde dissection was identified from the right external iliac artery to the aneurysm sac. The dissection was repaired by implanting a gore® excluder® aaa endoprosthesis contralateral leg component. The patient¿s right internal iliac artery was intentionally covered with the additional device. No further issues were observed, and the patient tolerated the procedure. It was reported that the diameter of the right external iliac artery was measured 4.8-9.6 mm. The physician reportedly felt no resistance while advancing the sheath. According to the gore® dryseal flex introducer sheath instructions for use, the nominal outer diameter of the 18fr sheath is 6.7mm.